Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had placed an impella cp to support a 48-year-old male patient admitted in with ami/cgs and history of cardiac disease. A coronary artery bypass grafting (CABG) surgery was not possible; therefore, the patient had percutaneous coronary intervention (pci). The cp accessed limb developed signs of ischemia and reperfusion cannula was placed to the limb. The perfusion became occluded and after 2 days of support the cp was explanted. Patient survived.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report.